Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his meter would not transmit his blood glucose to his insulin pump and then realized that the insulin pump display was blank: the battery cap and battery were missing. The customer lost the battery cap due to not tightening it enough onto the insulin pump. The patient's blood glucose at the time of incident was 475 mg/dl, which he has yet to treat. The customer also mentioned that his blood glucose had been low last week. He had an episode in which his blood glucose was 45 mg/dl; he treated the low with orange juice and a banana. The customer did not believe that the low blood glucose was insulin pump related. Troubleshooting did not occur for the low or high blood glucose due to an inactive insulin pump. No products were returned and a replacement battery cap was shipped to the customer.